Event description:
It has been reported that, on occasion, the label generated by hcll for a divided product displays the donation type as zero (o) instead of (v). The label verfifies successfully, in the application, however at the patient bedside, the blood product administration module fails to match the patient/product. The mismatch prevents the caregiver from completing the electronic documentation of the transfusion and may result in a delay of the transfusion